Event description:
A ds2adv auto CPAP device was returned to a third-party service center with an initial alleged complaint that device was not working and had a burning smell. During the evaluation of the device, the third-party service center visually inspected the device and found evidence that the pca was burned. Following the evaluation of the device the third-party service center has been instructed to return the device to the manufacturers product investigation lab (pil) for further investigation. The device has not been evaluated by the manufacturer¿s product investigation lab for additional testing and investigation at this time. The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2026-009946. This report was submitted as a correction report of the previously submitted report. The become aware date has been corrected to 03/19/2026.